Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to high blood glucose on (B)(6) 2022. Customer's blood glucose was 750 mg/dl at time of hospitalization. Customer had a positive results in ketones test and nausea, vomiting, abdominal pain, difficulty in breathing, headache, tired, altered vision and dizziness as a symptoms of high blood glucose. Customer was using insulin pump system within 48 hours of reported high blood glucose. Auto mode feature was active at time of event. No further patient complications were reported. Troubleshooting was not performed. The device will be returned for the analysis.

Manufacturer narrative:
Software version 5.2c. Retainer ring black. Customer returned device for an alleged sensor glucose versus blood glucose anomaly, visit to emergency room and was hospitalized for high blood glucose and diabetes ketoacidosis found on (B)(6) 2022. Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. Device connected successfully to the transmitter and displayed ¿transmitter connection successful¿. Device communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. Device calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No unexpected sensor errors or anomalies were noted during testing. Device properly paired with test accu-chek guide link bg meter. Device communicated properly and recorded the 144 mg/dl test value properly from test accu-chek guide link bg meter. No communication anomaly noted. No sensor glucose versus blood glucose anomaly noted. Successfully downloaded history files and traces using thump. Successfully uploaded device to carelink. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. Device passed all the required testing. Unable to verify customer alleged for high blood glucose and diabetes ketoacidosis. Sensor glucose versus blood glucose anomaly was not confirmed. (B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.